Event description:
A malfunction alarm was reported by the customer. The blood glucose level at the time of the event was 180 mg/dl. The customer performed a pump reset with guidance from technical support, and the malfunction did not recur after the reset, allowing the customer to continue using the pump.